Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the compressor heating error had occurred and temperature read 54 degrees. A field service engineer (fse) isolated the issue to a failing compressor fan, replaced the motor and resumed testing, with no further issues noted. The user verified proper operation through successful inventory counts. The fse also verified the proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a compressor heating error occurred, and the temperature was reading 54 degrees. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.